Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom undetected upstream occlusion alarm was verified during evaluation. The device did not detect an upstream occlusion when one was induced. Evaluation determined the cause was a physically broken mechanism and screws. The mechanism was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an undetected upstream occlusion. There was no patient involvement. No additional information is available.